Event description:
It was reported that the patient received a shock and that it felt different then the shock received at implant. The patient was checked at a different doctor's office and it was confirmed that the device shocked once. The device remains in use. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.